Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at the lcd assembly per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm. The customer also reported that the insulin was exposed to moisture. Customer's blood glucose level at the time 242mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.